Event description:
Medtronic (covidien) received report that a pipeline flex did not open during flow diversion treatment of an unruptured, saccular aneurysm in the superior hypophyseal artery. It was reported that the patient¿s vessel was minimally tortuous. The pipeline flex was deployed and the physician unsheathed 3-4 mm of the push wire. The device did not open distally. The pipeline flex and its microcatheter were removed together. Ultimately, a different pipeline flex was placed without issue. Immediate post-procedure angiographic result was slowed flow. There was no report of patient injury as a result of this event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded at the customer site. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. (B)(4).